Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿no image¿ was confirmed, however, a root cause could not be identified. It was stated that communication error between the device and the endoscope could result in no image and/or error e216 but these causes could not be identified since no detailed information was available. Other inspections findings found: error code e216. The instruction manual identifies the following related verbiage which could have prevented the reported phenomena: ¿otv-s300 instruction manual: 10.2 troubleshooting guide: code:e216: error message: scope communication error: possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d10, g3, g6, h2, and h10.

Event description:
Addendum feb 17, 2022: the issue occurred with only one video laparoscope. The procedure completed successfully with the same device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure issues of loss of signal and no image were experienced for the device. There is no reported harm or adverse impact to the patient.